Event description:
The customer contact reported blood loss. It was reported that after connecting the male adapter plug to the patient's catheter, blood leaked from the connection. The amount of blood loss was reported as minimal. The male adapter plug was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.